Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that 'as per pss case: right hip. Poly wear. Need heads for abg stem. Need 28 and 36 head size options with -5, 0, +5, +7.5, +12.5mm head options to accommodate different lengths as well as both 36 liners or mdm hips. Remote history of tha with now clear poly wear. Will need a cup and liner revision. Stem is well fixed so need custom heads to change out as requested (abg stem). May have a dual mobility hip inserted possibly.'. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: as per pss case: right hip. Poly wear. Need heads for abg stem. Need 28 and 36 head size options with -5, 0, +5, +7.5, +12.5mm head options to accommodate different lengths as well as both 36 liners or mdm hips. Remote history of tha with now clear poly wear. Will need a cup and liner revision. Stem is well fixed so need custom heads to change out as requested (abg stem). May have a dual mobility hip inserted possibly.